Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report #: 1627487-2014-26368, 26369. There are two lead from the same lot number and two leads from different lots for a total of 4 leads implanted. Patient was implanted with two pns leads (off-label) from the same lot number. It was reported the patient's ipg turned on by itself. The patient had to turn off the stimulation using the magnet. When the patient turned her stimulation back on only one side was providing effective stimulation. The patient reported she experienced a burning sensation at the lead site. Diagnostic testing showed that all contacts were valid. The patient has four programs but even with the amplitude maxed out she is only able to receive effective stimulation with one program. X-rays are pending.